Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage = 2.6293 v on (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity. There was a concern as to why it did not last longer. The battery voltage should have triggered recommended replacement time (rrt), but has not triggered an alert yet. The device remains in use, but a replacement is scheduled. No patient complications have been reported as a result of this event.